Manufacturer narrative:
Product analysis #704107926: during the inspection, it was confirmed that the handle was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding an event that occurred during med procedure in a patient diagnosed with lumbar disc herniation. It was reported that the device broke. Product was returned, and its replacement status is unknown. No patient injury / complication.